Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise was noted on the right ventricular (rv) lead which resulted in inappropriate anti-tachycardia pacing therapy. All other electrical parameters were stable and in range. Programming parameters were changed to resolve the issue and the lead remains implanted. The patient is in stable condition and did not receive any inappropriate shocks.